Event description:
Serious injury involving 5 persons. Ciba vision was notified of five patients who were diagnosed with corneal ulcers including microbial keratitis in june 2001 following admission to the hospital. Confirmation that a ciba lens was involved was not obtained until later. All five patients had lasik surgery by the same surgeon at a low cost laser center. The surgeon was using a nidek unapproved laser for the treatment of hyperopia. In order to modify the laser to treat hyperopia, the surgeon used a wesley jessen opaque solid black pupil lens, applied it to the eye, and used the laser over the lens. According to a resident at hospital who examined the patients, it appears that the contact lens was the source of infection. Investigations were conducted by the center for disease control and a cohort study report was issued with the recommendation that the surgeon agree to discontinue the practice of lens-trephination on a gloved hand. They advised the surgeon to trephinate the lens on a flat sterile surface. The surgeon agreed to also inform them of any further infections reported. The patients were treated with several topical and oral antibiotics. All had resolution of active infection within 6-8 days. The fila best corrected acuity ranged from 20/25 to 20/100.